Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 6 had failed and was unable to open. The field service engineer (fse) found that the rails had been in good condition, and based on the customer¿s description, the issue had likely been caused by sticky grease on the rails from that section of the drawer not being used previously. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that malfunction caused delay in dispensing the medication to the patient.there were no adverse events or injuries reported based on this incident.